Event description:
It was reported that post a coronary artery drug eluting stent treatment procedure, the pt experienced stenosis. The 90% stenosed target lesion located in the proximal right coronary artery (rca) was 46.2mm long with a reference vessel diameter of 2.85mm. During the index procedure an unk taxus express2 stent was implanted but details are unk. In 2009, 9 months f/u coronary angiogram (cag) was performed revealing stenosis in the proximal rca. A percutaneous coronary intervention (pci) was performed with an unk balloon and the placement of a non-bsc stent. Post visual inspection revealed 0% residual stenosis. "The pt had no ischemic symptom." The pt was discharged on plavix and bayaspirin. Pt's condition listed "resolved."

Manufacturer narrative:
The device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.